Event description:
A malfunction alarm was reported by the customer, who did not experience a notable event prior to the issue. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support coordinated the replacement of the pump, as the customer encountered the same malfunction multiple times. The customer was advised to continue using the current pump temporarily and instructed to follow procedures for returning the defective pump once the new one arrives.